Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off, there is no charging light etc. Unit is completely dead. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 01/28/2019 to the present date 01/12/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device will not turn on / off, there is no charging light etc. Unit is completely dead. There was no patient involvement.